Event description:
It was reported that the user experienced a low blood glucose event, confirmed by fingerstick at 54 mg/dl while the sensor read 56 mg/dl, followed by subsequent readings fluctuating between approximately 70 and 100 mg/dl with a concurrent fingerstick of 94 mg/dl; troubleshooting and education were provided, including advice to compare sensor and fingerstick values and to consider sensor replacement if discrepancies persisted, and oral glucose in the form of juice was taken. Customer care provided follow up follow up support and recommendation to change the sensor if low blood glucose persists. Investigation of this case revealed an unclear cause of hypoglycemia with transient sensor-to-fingerstick discrepancy. Symptoms included sleepiness associated with hypoglycemia. Outcomes included recovery without hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause, managed with oral glucose and monitoring. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.